Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the power supply was replaced and tightened the ground connections. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance (pm), it was observed that the device will not pass electrical safety test. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided troubleshooting steps per service manual to the customer. Customer states he will perform further troubleshooting. Investigation ongoing.